Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding due to communication issue. The customer mentioned that there was a delay to patient care but were able to remove medications for cii safe for patients to get their medications for surgery. The delayed medications were fentanyl and propofol. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a database error occurred during recovery, preventing the database from restarting. A field service engineer replaced the hard drive, reimaged and full synced station; this work is recorded in work order 01586639. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding due to communication issue. The customer mentioned that there was a delay to patient care but were able to remove medications for cii safe for patients to get their medications for surgery. The delayed medications were fentanyl and propofol. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: d1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-oct-2022 to 30-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a database error occurred during recovery, preventing the database from restarting. A field service engineer replaced the hard drive, reimaged and fully synced the station. The system functioned as intended after the fse performed troubleshooting on the device.